Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the connector pins had some residue. Then per the event, the catheter was electrically tested and it passed specifications.the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed since the test indicated the catheter is within specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure after a lasso catheter was connected to the carto system, signals on both carto and ep recording systems became distorted at the same time. Noise occurred on all the channels. The physician was not able to interpret both bs ecgs and all ic recordings due to the presence of noise. The catheter was changed and the case completed without any patient consequence.